Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.